Event description:
It was reported that the patient presented in clinic for follow up, externalized conductors were seen under fluoroscopy. The lead was diagnostically imaged prophylactically. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.